Event description:
Customer reported the insulin pump kept going to auto off. Issues have occurred three times in the last week. Customer stated it occurred while he was sleeping and while he was sitting at the dinner table. Customer was concerned because he always touches his pump every few hours therefore even if it was programmed to 12 hours it shouldn't give him the alarm. Customer was advised to monitor the device. Customer stated on (B)(6) 2015 customer was going into surgery and device alarmed low battery. Customer replaced battery and device had a blank display. Customer's blood glucose was 153 mg/dl. New battery was inserted and the display returned and alarmed failed battery test. Troubleshooting was performed. New battery was inserted and device did not alarm. New battery cap was sent to customer. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.